Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended to have the patient come into the clinic for further evaluation. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Updated b5 describe event or problem with ai stating a lead fracture is suspected. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended to have the patient come into the clinic for further evaluation. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This lead is suspected to be fractured. At this time, this lead remains in service. No adverse patient effects were reported. Additional information was received stating this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended to have the patient come into the clinic for further evaluation. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This lead is suspected to be fractured. At this time, this lead remains in service. No adverse patient effects were reported. Additional information was received stating this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
Updated b5 describe event or problem with ai stating a lead fracture is suspected. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended to have the patient come into the clinic for further evaluation. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This lead is suspected to be fractured. At this time, this lead remains in service. No adverse patient effects were reported.